Event description:
It was reported that the pacemaker system exhibited low out of range pacing impedances on both a non-boston scientific right ventricular (rv) and right atrial (ra) lead measuring less than 200 ohms. A lead safety switch (lss) was declared on the rv lead which switched the pace/sense configuration from bipolar to unipolar. Additionally, technical services there was a false signal artifact monitoring (sam) episode stored. At this time, the pacemaker and non-boston scientific rv and ra lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).